Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 5 for the same event: it was reported from the (B)(6) that during a cortical mastoidectomy surgical procedure, it was observed that the burr devices seemed to be jumping while being used together with the short attachment device and the motor device. The reporter stated that the event was worse at the start of the procedure with the 5mm cutting burr device when the drill speed was set to 80,000 rotations per minute (rpm). However, when the speed was turned down to 50,000 rotations per minute (rpm), the issue was not as bad. According to the reporter, the reduction of power slowed down the procedure. It was further noted that the jumping also occurred with the 3mm cutting burr device and a 2mm diamond burr device. It was reported that there was an unspecified delay in the procedure due to the event, but not greater than 30 minutes. It was not reported if there were spare devices available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the issue was chattering/jumping of the burr devices during drilling in a mastoidectomy procedure. It was reported that there was no issue experienced when attaching the burr devices to the attachment device, and/or the attachment device to the handpiece device. It was reported that the surgery was delayed by only a few minutes. It was reported that there were unspecified spare devices available for use and the procedure was successfully completed. There is no information regarding the patient's current status. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.